Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had calibration errors on the insulin pump. Customer had not calibrated and stated that the infusion set was not delivering insulin. Customer's blood glucose level was 479 mg/dl. Customer was assisted with clearing a sensor error. Customer was offered to have sensor and transmitter replaced, but customer declined both. Troubleshooting was performed and no damage was found. After offering multiple options to try to solve the issue with the sensors, the customer hung up. No addition information provided.